Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that there was an issue in reading pcu screen. Although customer tried in adjusting the contrast using system options, the screen was unable to read. There was patient involvement but no harm.